Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Event description:
It was reported that within one day post implant, the right atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.